Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled, low implant migration of the sigma ® medial unicompartmental knee arthroplasty". Literature article "low implant migration of the sigma ® medial unicompartmental knee arthroplasty" (2017) by daan koppens, maiken stilling, stig munk, jesper dalsgaard, søren rytter, ole gade sørensen, and torben bæk hansen published by knee surgery, sports traumatology, and arthroscopy https://doi.org/10.1007/s00167-017-4782-5 was reviewed. The article purpose: to evaluate implant migration of the fixed-bearing sigma® medial unicompartmental knee arthroplasty. The article reports: fifty-six patients were included from december 2012 to december 2013. All patients were implanted with a sigma high-performance partial knee system. The authors found significant migration in both tibial and femoral components for 30% of the patients within the study. No surgical intervention was conducted to address this migration. Patella resurfacing was not mentioned within the article. Cement was used, but the article does not disclose the cement manufacturer. Depuy products involved: sigma fixed bearing unicompartmental knee system. Complications: implant migration (11).